Event description:
It was reported that when the device was used during a laparoscopic appendectomy, it would not fire. It felt jammed and would not release from the appendix. The case was converted to open to release the device. The pt is doing fine. There was no other pt consequence.